Manufacturer narrative:
The customer reported the suspect device is available for analysis. However, no return good authorization (rga) has been issued or requested by the customer. At this time, vyaire medical has not received the suspect device for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a "motor fault" alarm, while in patient use on this ventilator device. The patient was placed on an alternate device and no harm or injury was associated with this event.